Manufacturer narrative:
As reported, patient developed erosion into the esophagus post-implant of phasix mesh. The event details are limited at this time; multiple attempts have been made requesting additional information. Based on the information provided, no conclusions can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event (B)(6) 2023) is provided as an estimate based on an awareness date. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device not returned.

Event description:
As reported, the phasix mesh eroded into the esophagus.